Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed in standard fashion via right femoral and support was initiated without difficulty. Percutaneous coronary intervention was attempted but unsuccessful. The patient was transferred to another facility and was scheduled for an emergent coronary artery bypass graft (CABG) and valve replacements; the cp was pulled out of the aortic valve into the ascending aorta and put in surgical mode. The impella was clamped. The cp was reinserted after emergent surgical intervention. When the pump was turned back on the cp would not flow higher than p3 without suction events. The impella under echocardiogram (echo) looked perfect with appropriate volume. The right ventricle looked okay as well. The pump then started alarming pump in the aorta along with suction events, but echo had not changed, and position was appropriate. Team decided to then remove impella and put the patient on intra-aortic balloon pump( iabp) support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information: e4. The investigation of the reported failure mode has been completed. The pump, cassette, and data stick were returned. Low pump flow/suction: data logs were reviewed, and the low flows and suction alarms were confirmed. Initially, pump flows were in specification for p-9 while running on the first console but started to trend down after 2 hours. Once transferred to the second console, flows were in specification the first 14 minutes of the case. At this point, the ps began to show values 45-280 mmhg, indicating CPR was being done. After this, the pump was increased to p-9, and flows were below specification for the rest of the case. Just before the pump was put into surgical mode, there was also a motor current (mc) spike to 1400 ma. Suction alarms post-procedure were systolic suction alarms indicating ample ps pulsatility (>20 mmhg) but low mcmax values. Returned product had damage to several impeller blades. The pump was run in a bucket of water and low flows did reproduce, with 2.4 l/min running at p-6 (specification: 2.5-2.9 l/min). There was evidence of a minor kink in the cannula, however, it is unlikely to be related to the low flows/suction based on the finding of damaged impeller blades and low flows reproducing. Based on the damage to impeller blades on returned product with low flows reproducing, the cause of the low pump flows and suction was determined to be damaged impeller blades. There were several potential causes of the damages impeller blades reported (CPR/CABG/mvr), however, it could not be definitively linked to any one based on the information provided. False alarm: data logs were reviewed and the position in aorta alarm was confirmed, and it was triggering correctly. Optical signal metrics were within specification during the case and were particularly strong during the time of the reported alarm. The mc modulation was low while ps pulsatilitity remained ample, which can be indicative of the pump being out of position. However, the pump was also in intermittent suction at the time, which has the potential to affect the reliability of the alarm. Additionally, it was confirmed that pump position was good. Returned product was investigated and there were no abnormalities noted related to the optical signal. All 5s parameters were in specification and the pump passed laser continuity testing. Since pump position was confirmed to be good, data log review was inconclusive, and there were no abnormalities on returned product, the cause of the false alarms could not be determined. Device history review: the device passed all the post sterile inspection checks.